Manufacturer narrative:
Details of complaint: the customer reported that the g9 monitor was not displaying cardiac output, continuous cardiac index, as well as the svr readings. They could only see dashes instead of the measurements. This issue was discovered while the patient was on the operating table. During the initial troubleshooting the clinical application specialist (cas) suspected that the issue was connected to the malfunction of the connected 3rd party edwards machine. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) spoke with a cas agent who had a conference call with the bme and the surgeon. Cas checked the settings of the g9 device and believed everything looked correct. Cas believes the issue was related to a 3rd party edwards device not sending data to the g9 monitor. Nk ts advised the customer to check the settings for the edwards device as well as the cable used to connect the two devices. Follow ups with the customer were not answered. With the information available, a root cause cannot be determined. Nihon kohden can only recommend devices to use with nk equipment. 3rd party devices may cause nk equipment to not operate optimally. The facility manages the settings and use of all devices it owns. The facility's settings can cause devices to not perform optimally. A review of the serial number history shows no recurrence of the reported issue. 3rd party issues: the g9 operator's manual states when an unspecified accessory, transducer and/or cable is connected to this equipment and/or system, it may cause increased electromagnetic emission or decreased electromagnetic immunity. The specified configuration of this equipment and/or system complies with the electromagnetic requirements with the specified configuration. Only use this equipment and/or system with the specified configuration.

Event description:
The customer reported that the g9 monitor was not displaying cardiac output, continuous cardiac index, as well as the svr readings.

Manufacturer narrative:
The customer reported that their g9 is not showing any cardiac output, continuous cardiac index, as well as the svr readings. The customer also reported that they just see dashes instead of the said measurement. This issue was discovered while the patient was on the operating table. No harm or injury occurred. During the initial troubleshooting the nk clinical team was suspecting that the issue is connected to the malfunction of the 3rd party edwards machine. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their g9 is not showing any cardiac output, continuous cardiac index, as well as the svr readings.